Event description:
Acct reports noting leaking at the first y-junction on approximately 6 or more sets. States that they have been using the set on trial and are unsure of the lot numbers being used. No pt injuries occurred with the incidents but they are watching the sets very closely.